Event description:
Event description guidant received information that a break in this transvenous defibrillation lead was observed. During the extraction procedure, a wire could not pass through the lead to the distal coil. The lead was successfully extracted and replaced.